Event description:
Reportedly, the subject device was removed due to pericarditis and should be returned for analysis.

Event description:
Reportedly, the subject device was removed due to pericarditis and should be returned for analysis.